Event description:
Per md, pt admitted for minimally invasive laminectomy. Md used the luxtech lightsource and the medtronic metrx illumination system. Laparoscopic procedure was aborted to perform open procedure. When disconnecting lightsource, the connector was noted to be very hot. Upon examining skin, there was noted erythema and a 1 to 2 cm blanched area. Area was excised and sutured.